Event description:
Patient states their controller is not working, as it was charged and then depleted quickly. Patient gave the number of 3660 to agent. Agent reviewed this is an abbott device. Patient stated it is sore to walk. They see dr. (B)(6). Patient plans to call abbott. They did not see any additional numbers on their controller at the time of call except for 10027069 and 3186. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).